Manufacturer narrative:
The reported oad was received for analysis. The driveshaft was confirmed to be fractured on the distal side of the crown weld. Scanning electron microscopy was performed and identified evidence of fatigue striations on the fractured faces of the driveshaft filars. A guide wire was received engaged in the device, and upon examination a spring tip adhesive bond failure was found. This may have been caused by contact with the oad driveshaft tip bushing. At the conclusion of the device analysis investigation, the reported event was confirmed. However, the root cause of the driveshaft fracture could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the device became detached in the patient. The target lesion was 90% stenosed and located in the right coronary artery (rca). The oad would not pass through a guide catheter, therefore the procedure was completed with no guide catheter. The lesion was treated using four passes with the oad on low speed. When the device was reversed through the lesion following the fourth pass, the tip of the device became detached. The device fragment remained on the guide wire and both devices were removed from the patient. A stent was deployed to complete the procedure and the patient was in stable condition.